Event description:
A report was received that the patient was having difficulty charging the ipg. The patient will undergo a revision procedure wherein the ipg will be replaced.

Event description:
A report was received that the patient was having difficulty charging the ipg. The patient will undergo a revision procedure wherein the ipg will be replaced. Additional information was received that the patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned as it was discarded by the medical facility.

Manufacturer narrative:
Additional information was received that no further information could be obtained. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was having difficulty charging the ipg. The patient will undergo a revision procedure wherein the ipg will be replaced.